Event description:
The customer reported the system wouldn't boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the bios and reconfigured cmos, recommended a ups. System operates as intended. (B) (4).